Event description:
Same case as 2134265-2015-01804 and 2134265-2015-01860. It was reported that automatic pullback failure occurred. A 240v ilab ultrasound imaging system was used in conjunction with an unspecified imaging catheter. During the procedure, it was noted that the automatic pullback would not work so the physician decided to use manual pullback. However, the displayed image kept on freezing which made the physician do more runs than needed. Upon trying to delete the unrequired runs, the physician mistakenly deleted the whole case and lost all imaging for the patient. Furthermore, on the next case, the physician managed to do one run then lost the image completely and were unable to archive that run. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).